Manufacturer narrative:
This device will not be returned for investigation. The lot number was provided and a batch record review will be perfomred. This report represents all the info known by the rptr upon query by abbott personnel.

Event description:
Reported due to dislodgement of stent from balloon. The physician attempted to place a 6x17 mm wavemax stent into the right renal artery. During the delivery process, the stent dislodged off the balloon at the tip of the six (6) french pinnacle sheath. The distal end of the sheath was located at the level of the abdominal aorta when the dislodgement occurred. Reportedly, the stent was "halfway (approx 8mm) through the distal tip of the sheath when the stent was completely stripped of the balloon." The stent dislodged into the aorta and ultimately migrated into the left iliac artery. The physician upsized the sheath to ten (10) french sheath in hopes of retrieving the stent with a balloon. This attempt was unsuccessful. Multiple attempts were made to retrieve the stent and it was finally recovered with a snare. The pt did not experience any adverse events related to this procedure. A competitor's device was used instead. Although requested, no add'l info was provided.